Event description:
It was reported that the patient had his inflatable penile prosthesis removed and replaced due to an unspecified reason. No patient complications were reported in relation to this event.